Manufacturer narrative:
Added information to section d6 (implant date). Initially, it was reported that this valve model 11500a23 implanted in the aortic position was explanted after an unknown implant duration but, no longer than one (1) year and one (1) month, for unknown reason. However, through investigation it was learned that this valve was explanted after an implant duration of six (6) months due to endocarditis. The infecting organism was streptococcus and the source of infection was a bacteremia. The patient presented with multifocal strokes and ophthalmitis. A surgical valve 21mm size was implanted in replacement. The patient was noted as to be transferred to peripheral hospital for rehab. Prosthetic device endocarditis is a rare but serious complication of cardiac valve procedures despite improvements in prosthesis types, surgical techniques, and infection control measures. Infection can be categorized as early, intermediate, or late after device implant. Intermediate, or late endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patients body and is not in any way related to the sterilization or packaging process of the device (common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis). As such, cases greater than 60 days or unknown implant duration are not consider reportable. In this case, this is a late endocarditis and the source of infection is bacteremia. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned for evaluation, as the device request is ongoing. Based on the manufacturer date of this device (9-may-2023), and the explant date ((B)(6) 2024), the implant duration cannot be greater than one (1) year and one (1) month. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported from canada via the implant patient registry that this valve model 11500a23 implanted in the aortic position was explanted after an unknown implant duration, however no longer than one (1) year and one (1) month, for unknown reason. A tissue valve was implanted in replacement.